Event description:
It was reported that balloon ruptured occurred. The target lesion was in a shunt. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, the balloon ruptured upon first inflation at 10atm and a pinhole was noted. The device was simply removed from the patient's body. The procedure was completed with a different device. No complications reported and patient was good post procedure.